Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
Customer called to report that the insulin pump alarmed off no power. Customer stated she did not receive a low battery alert prior to the off no power alert. Customer's blood glucose reading was 274 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
All operating currents were within the specification. No unexpected low battery, off no power or battery indicator anomaly noted. The pump was received with minor scratches on the display window.